Event description:
A 4.5mm cannulated screw, implanted in 2001 for a left 5th metatarsal "jones-type" fracture, broke post-operatively and was removed 1 month later during revision surgery to implant a larger screw.